Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and analyzer were displaying 400 ohms as the minimum impedance while testing leads rather that 200 ohms as it previously displayed. The programmer and analyzer remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.